Event description:
A physician reported that her patient experienced back pain following the essure micro- insert placement procedure. The physician removed the essure micro-inserts during a laparoscopy. One micro-insert was found embedded in the endometrium and the physician believes that this micro-insert was responsible for the patient's pain. The patient's pain resolved completely following micro-insert removal.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.